Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("small red dots on my arms , chest , stomach and face."). The patient was treated with surgery (removal surgery in last (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and rash macular outcome was unknown. The reporter considered medical device removal and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and red blotches. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate to case (B)(4). All information including events, reporter, source documents, reference numbers were transferred from deletion case to retention case. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash macular ("small red dots on my arms, chest, stomach and face."). The patient was treated with surgery (removal surgery in last (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and rash macular outcome was unknown. The reporter considered medical device removal and rash macular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and red blotches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.